Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. An internal investigation was opened to address this issue. (B)(4).

Event description:
Adverse event(s): no impact to pt reported (no consequence or impact to pt). Product problem(s): "touchscreen froze" (no display or display failure). A facility reported the touchscreen froze during a case. The footswitch was used to change settings and the case was completed. No pt injury was reported.